Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low minute ventilation alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire field service technician went onsite and evaluated the device. Device have bad exhalation pressure transducer, will order main board and come back to install it. Replaced main board, cracked filter guard and cooling fan that was making grinding noise. Calibrated and tested ventilator. Unit is within vyaire specifications and ready for use.